Event description:
A report was received that the patient was explanted due to infection at the incision site. The symptoms were redness and pus. The physician explanted the leads and the lead extensions and left the ipg implanted. The patient was put on oral antibiotics for 10 days.

Manufacturer narrative:
The explanted leads will not be returned to bsn for evaluation as they were discarded by the medical facility.